Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of stenosis, as listed in the supera, instructions for use is a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a stenting procedure with implantation of two supera 5 mm x 200 mm stents in the right superficial femoral artery (sfa). The patient returned on december 7, and after angioplasty on the left leg, the right leg was checked and restenosis was discovered in the distal supera stent. The right sfa was treated with a smaller 4.0 mm x 60 mm supera within the 5.0 mm supera. The lesion was pre-dilated within the stent where it was clear that the supera never got to its nominal diameter when it was first implanted due to a "boulder" of calcium at the spot. The spot was pre-dilated for 3 minutes prior to stenting with the smaller 4.0 mm x 60 m supera within the stent. The smaller stent was implanted nominally and the lumen and flow was good. It was confirmed that the stent never achieved its nominal diameter upon initial implantation. There was a good patient outcome. No additional information was provided.